Manufacturer narrative:
(B)(4). There was a patient death reported. The alleged defect did not cause/contribute to the death of the patient according to the customer-service line manager from the user facility. Additional information requested from user facility. No additional information received at the time of this report.

Event description:
The customer reports: the ed physician was placing a central line on a critical patient and used one of the arrow stand-alone guide wires. Guide wire came unraveled and frayed during insertion.

Manufacturer narrative:
Qn# (B)(4). The customer returned a single unraveled guide wire and the product lidstock for evaluation. The guide wire was in a single continuous piece and evidence of use (dried blood) was observed. No other components were returned. Visual examination revealed the guide wire is unraveled from both the proximal weld and the distal weld. The entire body of the guide wire was kinked/bent/looped with the most significant damage to the proximal portion. The distal j-bend of the core wire was evident but exposed out of the coil wire. The core wire was also exposed out of the proximal end of the guide wire. Both welds were observed to be present at either end of the unraveled coil wire. Microscopic examination of the guide wire confirmed the core wire was broken directly adjacent to both the proximal weld and the distal weld. This would indicate that the core wire that was returned is the entire length of the core wire. The ex posed proximal core wire tip is rounded and pinched at the point of separation which is typical of a break at the weld. The exposed distal core wire tip is flat and tapered which is typical of a break at the weld. Both welds appeared full and spherical. The entire body of the guide wire was bent/looped/kinked with the most significant damage in the region 75-225 mm from the proximal end. The guide wire outer diameter at the center of the body measured 0.796mm which is within specification. The broken core wire measured 598 mm in length which is not within the specification of 679-687 mm per guide wire product; however it is within the specification of an arrow standard 600+/-4 mm length guide wire. Therefore, this would indicate that the guide wire returned by the customer is not the same as the guide wire reported by the customer. A device history record review was performed on the reported guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. It warns the user to not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide. The IFU also cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to both the distal and proximal welds. The returned guide wire length did not match that of the reported guide wire, however, the diameter was within the specification. A device history record review was performed and did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this diameter are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based on the discrepancy between the reported guide wire and returned guide wire. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the ed physician was placing a central line on a critical patient and used one of the arrow stand-alone guide wires. Guide wire came unraveled and frayed during insertion.